Manufacturer narrative:
The device involved in the event has been received and the eval is currently in progress. A supplemental follow-up will be submitted once the eval has been completed.

Event description:
On (B)(6) 2014, the pt underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (3.50mm x 16mm) could not be released from the capture coil. The pipeline was removed from the pt and another pipeline was implanted in the pt to successfully complete the procedure. The pt was reported to be in good condition. No pt injury was reported as a result of the procedure.